Event description:
Ous MDR - after an estimated implantation period of 76 months, stimulation impedance values > 2500 ohm and shock impedance values < 25 ohm were reported. The device was exchanged. The ICD was not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. A number of 32 charging cycles were documented. The ICD was implanted for approx. 77 months. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. Furthermore the memory content of the device was inspected. During the analysis of the available iegms noise was observed in the ventricular as well as the far-field channel on (B)(6) 2014. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. In a next step the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, it was revealed that the output stage of one high voltage circuit had been damaged. The damage symptoms clearly indicate a shock delivery into an external short circuit. This is confirmed by the shock holter data: on (B)(6), 2014, the delivered shock had a documented impedance of ¿<25 ohm¿.due to this damage of the electronic module the impedance measurement function was compromised. Possible clinical complications that might lead to an external short circuit include - but are not limited to - a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages, which might had led to the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. There was no indication of a material or manufacturing problem.